Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation through complaint information, the most probable cause is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The cysto-nephro videoscope was returned to the service center with a report of leak between the connectors and the controller. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, adhesive missing at the charged couple device lens was found to be most likely due to degradation problem. There was no patient involvement.